Event description:
It was reported that this pacemaker system with this right ventricular (rv) lead was exhibiting loss of capture on the rv channel. It was also noted heart rates of 30 beats per minute and intermittent heart block. Cardiology will be consulted for the next steps with the patient. This system remains in service and no additional adverse patient effects were reported.